Event description:
It was reported that the when circulator tried to plug in powermini shaver the prongs on the shaver connector were bent/ broke. Procedure was finish with an arthrex shaver.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and bent/broken pins were observed on cord connector. There was a relationship found between the returned device and the reported incident. The connector pins on cord connector were extremely bent and broken. Mdu could not be fully inserted into the mdu receptacle on the test control unit. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force, misalignment, or twisting of the connector during connection/disconnection. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.